Event description:
Healthcare professional reported "folding inner aspect of the left implantation with evidence of suspected extracapsular rupture of the breast implantation" identified via mammography, against left side device. Device has been explanted.

Manufacturer narrative:
(Phone number): (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and crease folding of implant.